Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system message displayed and there was no phacoemulsification during a surgical procedure. The system was reset and the procedure was completed with no harm to the patient. Additional information has been requested.